Event description:
Initial info was received on (B)(6) 2011 from a consumer's mother. This male consumer was using colgate powered unspecified toothbrush when it exploded, causing a ringing in his ears. In addition, he was terrified and the motor hit his hand, causing hand soreness. He was using the toothbrush the morning of (B)(6) 2011 when it exploded while in his mouth. The sound of the explosion caused the ringing in his ears. The bottom cover shot across the room, the body split and shattered, and the motor shot out of the toothbrush. The hand that was not holding the toothbrush was hit by the motor. At the time of this report, the outcome was unk. (B)(4).